Event description:
Reportable based on new information received on 27-jan-2015. It was reported that balloon inflation issues occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified proximal left anterior descending(lad) artery. A 38 x 2.75 promus premier¿ drug-eluting stent was selected to treat the target lesion. The physician inflated the device to nominal pressure, but the balloon would not inflate. The procedure was completed without patient complications and the patient's status was good. It was further reported that stent inadequate apposition occurred. The stent was implanted in the target lesion. However, the stent did not fully expand. The physician post-dilated and secured the stent with a balloon catheter.

Manufacturer narrative:
Patient age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds was returned for analysis. The crimped stent was detached from balloon because it was expanded at the lesion site. Crimp markings were evident on the wall of the balloon indicating that the stent was crimped onto the balloon. On initial visual analysis the balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon was connected to an inflation device and an attempt was made to apply positive pressure to the balloon chamber; however, a pinhole was identified at the proximal end of the balloon; at the balloon cone. The pinhole is located at a point where the proximal edge of the stent was initially crimped. No balloon damage is evident adjacent to the pinhole; however, a stent strut may have caused the damage evident. Further examination noted blood inside the balloon chamber indicating the balloon was likely damaged during the procedure. A review of the batch records indicates that the proximal balloon max profile was within specified limits and during a visual examination; the balloon wings were evenly refolded and did not appear to have received any other further damage. Microscopic examination could not find any other evidence of damage like scratches to the proximal balloon cone that would signify difficulty advancing. The batch crimping records did not highlight any anomalies with the stent profile that could have contributed to balloon damage during the manufacturing process, with all parameters within the specified tolerance. The type of damaged evident on the balloon would indicate that the balloon wall was breached during an attempt to inflate inside the patient. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).